Event description:
The surgeon attempted to implant a aa4203tf toric silicone lens. The surgical technician stated that prior to insertion into the eye, the lens was not coming out of the cartridge correctly. There was no patient contact. The facility believes that the cartridge caused the event. The injector and cartridge lot numbers were not specified by the facility.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one haptic was torn. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.